Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type programmer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain, failed back surgery syndrome and multiple back operations. It was reported that patient's device was not functioning and they did not have the patient programmer with them. Upon further clarification, caller indicated that both devices, ins and the programmer were not functioning. MRI guidelines were requested. The MRI was not related to the devices. It was reviewed that patient would need to see their physician to have the device checked and go from there. No symptoms were reported. The exact date of the event was not provided but was stated that the issue started sometime after six months of device implant. It was also indicated that patient managed their device themselves. No further complications were reported/anticipated.